Event description:
It was reported that resistance was experienced as the delivery system passed the cavernous internal carotid artery (ica) resulting in deployment of the stent. The stent was apposed to the vessel wall and only medication was administered in response to the event. The patient was reported to be in good condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted; therefore, physical analysis cannot be performed. Additional information obtained indicated that the device was confirmed to be in good condition post unpacking and preparation. The patient's anatomy was reported as severely tortuous. It is probable that this anatomical factor may have limited the performance of the device during advancement of the stent delivery system resulting in the reported event. Therefore, a root cause of operational context has been assigned to this event.

Event description:
It was reported that resistance was experienced as the delivery system passed the cavernous internal carotid artery (ica) resulting in deployment of the stent. The stent was apposed to the vessel wall and only medication was administered in response to the event. The patient was reported to be in good condition.

Manufacturer narrative:
The physician believed that the difficulties encountered with the stent delivery system was related to the patient's severely tortuous anatomy.